Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. The root cause of the complaint was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A doctor reported to baxter that an alarm 176.80 occurred from the clean flash when the transfer set was being connected to the y set. The spike of the set had not been connected to the spike port of the y set when the lid of the clean flash was opened. The set had been used for 200 days. There was no patient injury or medical intervention. There was patient involvement.